Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was extracted due to patient discomfort. It was noted that the patient already has a cardiac resynchronization therapy pacemaker (crt-p) system. The system has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was extracted due to patient discomfort. It was noted that the patient already has a cardiac resynchronization therapy pacemaker (crt-p) system. The system has been returned and is in the process of device analysis. No additional adverse patient effects were reported.